Event description:
It was reported to philips that the system gave an alert that there was an error in motor assembly, preventing the 3-dimensional rotations. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use at the time of the reported event. The customer was performing a planned examination, which was aborted. A philips remote service engineer (rse) connected remotely and found motor assembly errors in the log file. Technical investigation concluded that the error leaves the system unable to determine the lateral table position, preventing it from calculating a safe path and performing a 3d rotation with the c-arm. Upon further inspection, the philips field service engineer checked the system and removed the original lateral drive for inspection, lubricated it, and then reinstalled it. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.